Event description:
A surgeon reported that following intraocular lens (iol) implant surgery, the patient's astigmatism was not corrected. In a follow-up, the technician reported that the patient has since had cataract surgery for the fellow eye done and is now happy with her overall vision. The technician stated that, for the first eye, the astigmatism will be corrected with glasses. Additional information has been requested.

Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: the root cause could not be identified by the investigation. Action taken: investigation has been completed based on current information. No further action is warranted at this time. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings the residual risk remains unchanged and at an acceptable level. There have been no other complaints reported in the lot number. Additional information was requested on 08/12/2011 and 08/29/2011 by phone, fax, and mail. Additional information was received on 08/29/2011 by phone. A completed questionnaire has not been received. (B)(4).